Event description:
It was reported that during a follow-up, an alert for non-sustained right ventricular oversensing due to noise was noted. Low sense amplitude was also noted. The patient was transferred to a different center for lead revision. No further information is available.